Event description:
A female patient was running on the machine when an arterial pressure alarm was received. The alarm was reset and treatment was continued three times. At the third occurrence, a general safe state was received. The patient and blood tubing set was placed on another machine for manual blood return. During the blood return, the patient "sort of" lost consciousness (shortness of breath, "acting hypotensive," clammy, color not good but not really blue). The patient maintained respirations and blood pressure. It was noted that the lines were full of air. The patient was placed in the trendelenburg position, left side, and oxygen was administered. The patient came out of the event very quickly after that, within about a minute. The physician concluded that the patient had received air and even though, she had completely come out of it, he sent her to the ER. The ER performed a cat scan and x-rays, from which they determined she had fluid in her lungs. She was sent back to the clinic and redialyzed the same day without further incident. The customer also reported problems with flow meters.

Manufacturer narrative:
The results of the ER (cat and x-ray) did not confirm presence of air, but determined that fluid was present in her lungs. The patient returned to the clinic and re-dialyzed the same day without further incident. Gts evaluated the machine and found that the flow meters would not calibrate. Gts replaced the flow meters. There is no reasonable evidence that the phoenix caused or contributed to the report event.